Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 85% to 5% after being connected to a power source. Following the battery drop the customer was having difficulty charging the pump with the wall adapter. Reportedly, the pump began charging as expected during the call with tandem technical support. The customer stated the usb cable might not have been completely inside the pump. Customer reported blood glucose level was 101 (mg/dl).